Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an downstream occlusion alarm was not reproduced. The device was tested for downstream occlusion and deliver passing results. A review of the event history log revealed multiple downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force scale factor calibration out of specification. The force sensor scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.